Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A technical support specialist remoted into the cabinet and restarted the application. After the restart, customer was able to successfully issue the medication on a subsequent attempt. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the drawer did not open when attempting to issue oxycodone 5 mg tablets and tramadol 50 mg tablets. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.